Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started sensor session after technical support provided guidance on pump reset.